Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for routine generator change out procedure. The pulse generator was found in backup vvi mode. It was noted that the patient's device has not been interrogated since 2015. The device was replaced without incident and patient was discharged the same day.

Manufacturer narrative:
The reported filed event of backup vvi (bvvi) was confirmed in the laboratory. Analysis of the device image indicated that the backup mode was triggered by a checksum error resulting from code corruption due to unknown cause. The device was tested on the bench and no anomalies were noted.